Event description:
Ous MDR- after an implantation time of 5 months, oversensing with artifacts was reported. Due to the noticeable close proximity to the clavicle, detected in the x-ray, an insulation defect is suspected. No deterioration in the pt's state of health was reported. The lead and ICD were replaced. No date of implant was provided.

Manufacturer narrative:
Ous MDR.